Manufacturer narrative:
The account found the side rail end tube is damaged and the lower pivot bolt is missing. The account replaced the side rail end and missing lower pivot bolt to resolve the issue.

Event description:
(B)(4).